Event description:
The customer reported unexpected negative reactions with capture-r ready screen IV when testing a pt sample on the galileo. The pt had a history of anti-c. Anti-c was identified using the gel method.

Manufacturer narrative:
The customer has not returned sample for investigation testing.